Event description:
It has been reported by a kc sales representative that a catheter came off while suctioning. The nurse was unable to retrieve the catheter and had to change the system. There was no report of serious injury or death as of the product problem. Kimberly-clark had no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
The incident sample will not be returned for evaluation. However, pictures of the incident sample have been received and are being evaluated. Investigation is in-progress. A supplemental report will be submitted if additional relevant information becomes available. Information from this incident will be included in our product complaint and MDR trend information is used to identify the need for additional investigations.